Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, implantable pulse generator (ipg), (B)(6) 2004; 4092-58, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance. No reprogramming or intervention was taken and the lead remains in use. No patient complications have been reported as a result of this event.